Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk), the device prompted a "do not use" message and inappropriately shut down spontaneously. Complainant indicated that there was delay of treatment, but no adverse effect to the pt due to the reported malfunction.